Event description:
The customer reported that type 1 sample integrity errors were produced while testing for cardiac troponin I (tniu) on an advia centaur xp instrument. There were no discordant tniu results reported. The tniu samples were repeated and processed until a result was obtained. The customer stated that the turn-around time for tniu samples was being impacted. There are no known reports of adverse health consequences or patient intervention due to the delay in processing tniu results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the liquid level sense cable and tubing. The cse also calibrated the sample probe and ancillary probe. The cause of the type 1 sample integrity errors is unknown. The cse successfully ran samples and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.